Manufacturer narrative:
(B)(4). On the event date (B)(6) 2022. Customer returned pump for an alleged reported a crack on the outer layer of the pump from the reservoir side. The insulin pump passed the displacement test and rewind test. Unable to perform basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked endcap. Pump history download using thds was successful. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked endcap. Confirmed cracked endcap during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the outer layer. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for analysis.